Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the blue cap of an all-in-one container was twisted to insert tubing from a solution bag, the entire port came off and solution spilled. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection it was noted that the twist off protector was missing from the set. The reported condition was verified. The cause of the reported condition was lack of solvent applied between junction of tubing to the twist off protector during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.